Manufacturer narrative:
D10. Concomitant product: bz4212, open sealer/div bz4212 bizact 5mm-12cm, lot # unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, the patient had oozing/small amount/moderate bleeding from the left lower pole surface treated with the device. Coagulation was also performed at the right middle pole. The patient was re-admitted to the hospital on the following days after discharge. The patient was given an anesthesia upon re-admission, additional surgical procedure was performed, and bleeding was controlled by suturing. It was noted that the device had no regrasp alert, but end tone was heard and energy delivery was noted.